Event description:
It was reported that in the day following the implant procedure, an increase in the right ventricular (rv) lead capture threshold was observed due to a lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable with no adverse consequences.